Event description:
Country of complaint: (B)(4). According to the surgeon it was nearly impossible to remove the abc-screw. No serious injury or prolongation of surgery. No product will be returned for evaluation.

Manufacturer narrative:
Us reporting agent notified on 01/08/2015. Manufacturing site evaluation: no product returned for evaluation. No lot number provided. There are no other complaints for this item number on file. No action required.